Event description:
It was reported that the microcatheter broke. A 155cm direxion catheter infusion was selected for use in a uterine artery embolization. During the procedure, it was noted that the microcatheter broke. The procedure was completed. Both direxion and base catheter was removed without harm to the patient. No complications reported.